Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was leaking pneumo during using a rf device in the working port. They exchanged the trocar for a new one and completed the procedure. There was no patient consequence reported.